Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a profile small oval snare was used during a colonic polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, while performing a cold polypectomy the snare loop failed to retract. They were unable to cut the polyp and the plastic sheath bent. The procedure was completed with this device after applying cautery. There were no patient complications reported as a result of this event.